Event description:
Report received of an undocumented number of undocumented tubing separations. It was reported that this is a general complaint of tubing separations at the manifold that are occurring during cardiac catheterization procedures. The catheters are placed in the pts and the manifolds are attached. During contrast injection, the tubings separate at the manifold "as if there is not enough glue". A clinician is at the bedside throughout the procedure, so the problem is noted immediately and there is little or no blood loss. When this occurs, a new manifold kit is obtained and connected to the catheter. The procedure is resumed with no further problems. There have been no reported adverse pt effects or delays in critical therapy. Additional info was requested, but no further info was provided.